Event description:
A customer reported a sensor error message upon scanning the adc device and was unable to obtain readings. The customer experienced seizure and loss of consciousness, emergency services were called and firefighters treated with customer with doliprane and sugar. The customer was taken to the hospital for a reflex check, however, no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message upon scanning the adc device and was unable to obtain readings. The customer experienced seizure and loss of consciousness, emergency services were called and firefighters treated with customer with doliprane and sugar. The customer was taken to the hospital for a reflex check, however, no additional treatment was reported. There was no report of death or permanent injury associated with this event.